Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: review of the returned x-ray confirms that the breakage occurred at the inferior end of the construct, at the connection of the rod with the pedicle screw. The layout of the construct is fixed at four locations in the cervical region and four locations in the lumbar region. This leaves the majority of the construct not fixed to the spine, creating a large bending moment, which is likely to have led to the eventual breakage of the device. Since the device was not received for evaluation, inspections cannot be performed to aid in root cause determination. Conclusion: however, the most likely cause is the structure of the construct creating a large bending moment, which leads to the eventual fracture of the rod. No lot information was provided, so a manufacturing record review could not be performed.

Event description:
It was reported that the patient underwent the surgery with the small xia. The surgeon confirmed via x-ray that the connector broke. Therefore, the surgeon planned the revision surgery.

Event description:
It was reported that the patient underwent the surgery with the small xia. The surgeon confirmed via x-ray that the connector broke. Therefore, the surgeon planned the revision surgery.